Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the white clamp of the line and the three-way stopcock did not work, therefore, irrigation failure occurred during a procedure. The procedure was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The customer reported the product was used to complete to surgery but experienced irrigation issue. The wet returned combined cassette was visually inspected and the drip chamber and the probe were cutoff. The filters in the cassette were also determined to be saturated with balance salt solution (bss) and in poor condition. A crack on the yellow stopcock port was observed in returned condition. A calibrated console representing the current software version was used to test the sample. While attempting to prime multiple system message codes were generated during priming attempts. Initially, a system message occurred then different system messages appeared. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No bubble was detected in the fluid path. No leakage was found from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be conclusively determined. The investigation could not determine how the product could not prime during setup but was able to be used to complete the surgical procedure the event in question. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).